Event description:
Patient is in an assisted living center and the rn found that the patient had pulled the feeding tube out of the stomach and was holding it in his hand. This is the third feeding tube that the patient has pulled out. Patient was scheduled for a new feeding tube placement. While in the hospital, the patient complained of abdominal and rectal pain. The doctor performed an abdominal and rectal examine. The wire was protruding from the rectum. Dr removed the dome and a portion of the tubing from the patients rectum.

Manufacturer narrative:
The complaint was confirmed. The fastrac feeding tube broke between the 4 and 5 cm depth marks. The coiled wire within the feeding tube was unraveled and stretched, indicating that the fastrac was subject to tensile stresses. The initial complaint indicated that the feeding tube was removed by the patient. This will be considered a user related complaint. No manufacturing related defects were noted on the complaint sample.